Manufacturer narrative:
No device analysis results are available because the device remains implanted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event. Per the IFU, right heart catheterization is required for system baseline (mean pressure) calibration and may be needed to recalibrate the baseline (mean pressure) in order to continue to use the system.

Event description:
It was reported that the patient was admitted to the hospital due to fluid volume overload and was presenting with weakness and fatigue. The site reported the patient had been within their goal pressure range according to the cardiomems readings. The patient also has right ventricle failure which the site reported is a confounding variable. A right heart catheterization was performed to confirm the validity of the pressure sensor readings. The sensor was recalibrated and the mean was increased by 7.4 mmhg. Physiologic, clinically plausible readings were observed under the manufacturer's patient care network database. The patient was diuresed and discharged on (B)(6) 2024.